Event description:
Information received by medtronic indicated that the insulin pump got exposed to moisture and customer also had a crack on the pump. No harm requiring medical intervention was reported. Troubleshooting was performed however the display could not turn back on. The customer will discontinue using the device and the pump was returned for analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer returned pump for an alleged cracked battery compartment, moisture damage. After battery installation, the unit powered up with constant blank white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/pcba 2 /40 pin flexible, vibrator, motor during visual inspection. Swapping out test boards confirms blank display is isolated to pcba1/pcba2 was cleaned using isopropyl alcohol with no effect. Unable to perform the displacement and self tests due to display anomaly. The unit p-cap / test reservoir locks in place properly and no anomaly noted. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. In conclusion, unit received constant blank display due to moisture damage electronic assembly. Pump exposed to moisture and cracked case (battery tube) confirmed. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was damaged and shut down and did not turn on when customer went swimming. The insulin pump had crack at battery casing. The customer will discontinue using the device and the pump was returned for analysis.

Manufacturer narrative:
S/w unknown. Retainer ring =black.. Case type = ngp. On 18-jun-2022 customer returned pump for an alleged cracked battery compartment, moisture damage. After battery installation, the unit powered up with constant blank white display. Pump was cut open to perform visual inspection and found moisture damage on the pcba1/pcba 2 /40 pin flexible, vibrator, motor during visual inspection. Swapping out test boards confirms blank display is isolated to pcba1/pcba2 was cleaned using isopropyl alcohol with no effect. Unable to perform the displacement and self tests due to display anomaly. The unit p-cap / test reservoir locks in place properly and no anomaly noted. The following were noted during visual inspection: scratched case, cracked keypad overlay, cracked battery tube threads, cracked case (battery tube), label damage. In conclusion, unit received constant blank display due to moisture damage electronic assembly. Pump exposed to moisture and cracked case (battery tube) confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.